Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was observed at the cannula site, where a wet patch was noted upon removal within 3 hours of insertion. The infusion set was in use for less than 72 hours. The inserted site was the abdomen. The patient's blood glucose level was 400 mg/dl, and the patient was treated with multiple daily injections (mdi). No further information available.